Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported customer received a no delivery alarm on the insulin pump and her blood glucose was 560 mg/dl. During the no delivery alarm, the insulin pump was delivering basal rates. The customer called back for no delivery troubleshooting. Her blood glucose was then 326 mg/dl. During troubleshooting, customer was advised to disconnect and reconnect reservoir and tubing. Insulin successfully exited when pushed through with a plunger. When customer reinserted the reservoir into the pump and performed a manual prime, the device did not alarm with no delivery. It was advised the insulin pump was working as designed.